Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2005. Revision procedure was performed on (B)(6) 2012, due to fracture of femoral stem. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown, manufacture date - unknown. Item has been requested to be returned. Upon receipt and product evaluation, a follow-up report will be sent to the FDA.